Event description:
On (B)(6) 2025, a patient underwent a digital subtraction angiography guided percutaneous drainage catheter placement procedure using navarre drainage catheter. Post the procedure, the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a partial view of the catheter hub in which a crack can be noted on the proximal end of the hub. Therefore, the investigation is confirmed for the reported catheter hub fracture issue. A definitive root cause could not be determined based upon the provided information. A quality event has been opened to address the fracturing in navarre catheter hubs. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dsa guided percutaneous drainage catheter placement procedure using navarre drainage catheter. Post the procedure, the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.